Manufacturer narrative:
One device was returned for repair with complaint of suspected underdose. Service history review identified no indication that the complaint was related to a service of the device within the view period. Review of event history found no record of any alarms related to flow rate accuracy. Functional testing was performed and could not confirm the customer reported issue. The accuracy was within specification.

Manufacturer narrative:
E1 - initial reporter phone: possible phone number: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a suspected underdose (purchased in 2024). The fault occurred during infusion. There was known patient involvement and unknown patient harm/adverse event reported.